Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 212 mg/dl. Customer mother states daughter's pump was beeping to change the battery, she put in a new battery yesterday, and now the pump was frozen, the screen finally turned off and with a new battery the pump is not coming back on. The customer was assisted with troubleshoot. Customer states there is some damage around the reservoir compartment. Customer damage occurred probably just from screwing the reservoir in too tightly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No frozen display and no blank display anomaly noted during test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.